Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment/non-emergency treatment and the procedure was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the display was blank in all monitors. Upon functional testing, the fse found that the hard disk drive (hdd) was defective. Review of the system log file showed that multiple unexpected restarts of the host-pc are visible. The fse replaced the hdd of host pc and reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the display was blank on all the monitors. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.